Event description:
On 30th november 2023 getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 1160.01c0 - otesus or table column, mobile and 1160.10b0 - universal table top, sfc, EU. As it was stated, the screen of the remote control suddenly went black and then turned on again after a while. The error was noticed before the patient was taken over. The issue led to a delay of 5 minutes. On 18th december 2023, additional information was received. It was confirmed that the patient was already anesthetized for laparoscopic biliary surgery when the issue occurred. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 1160.01c0 - otesus or table column, mobile and 1160.10b0 - universal tabletop, sfc, EU. As it was stated, the screen of the remote control suddenly went black and then turned on again after a while. The error was noticed before the patient was taken over. The issue led to a delay of 5 minutes. On (B)(6) 2023, additional information was received. It was confirmed that the patient was already anesthetized for laparoscopic biliary surgery when the issue occurred. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. The manufacturer has initiated the CAPA 2024-001 and decided to perform fsca that is in the planning phase. The correction of b5 describe event or problem, d1 brand name, d4 catalog #, d4 unique identifier (UDI) # and h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 30th november 2023 getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control. As it was stated, the screen of the remote control suddenly went black and then turned on again after a while. The error was noticed before the patient was taken over. The issue led to a delay of 5 minutes. On (B)(6) 2023, additional information was received. It was confirmed that the patient was already anesthetized for laparoscopic biliary surgery when the issue occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 30th november 2023 getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 1160.01c0 - otesus or table column, mobile and 1160.10b0 - universal tabletop, sfc, EU. As it was stated, the screen of the remote control suddenly went black and then turned on again after a while. The error was noticed before the patient was taken over. The issue led to a delay of 5 minutes. On (B)(6) 2023, additional information was received. It was confirmed that the patient was already anesthetized for laparoscopic biliary surgery when the issue occurred. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. Previous d1 brand name: universal remote control corrected d1 brand name: universal remote device previous d4 catalog #: 100925a0 corrected d4 catalog #: n/a previous d4 unique identifier (UDI) #: n/a corrected d4 unique identifier (UDI) #: (B)(4). Previous h6 component codes: electrical and magnetic/user input device/touchscreen/4764 electrical and magnetic/transmitter//3141 corrected h6 component codes: mechanical/controller//765 electrical and magnetic/computer software//4707.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Previous h6 investigation conclusions: inadequate software design 4318. Corrected h6 investigation conclusions: cause traced to device design 12. Previous h11 additional manufacturer narrative: getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 1160.01c0 - otesus or table column, mobile and 1160.10b0 - universal table top, sfc, EU. As it was stated, the screen of the remote control suddenly went black and then turned on again after a while. The error was noticed before the patient was taken over. The issue led to a delay of 5 minutes. On 18th december 2023, additional information was received. It was confirmed that the patient was already anesthetized for laparoscopic biliary surgery when the issue occurred. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. The manufacturer has initiated the CAPA 2024-001 and decided to perform fsca that is in the planning phase. Corrected h11 additional manufacturer narrative: getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control used with 1160.01c0 - otesus or table column, mobile and 1160.10b0 - universal table top, sfc, EU. As it was stated, the screen of the remote control suddenly went black and then turned on again after a while. The error was noticed before the patient was taken over. The issue led to a delay of 5 minutes. On 18th december 2023, additional information was received. It was confirmed that the patient was already anesthetized for laparoscopic biliary surgery when the issue occurred. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. The manufacturer has initiated the CAPA and fsca 2024-001.

Manufacturer narrative:
The correction of d4 serial #, d4 unique identifier (UDI) # field deems required. This is based on the internal evaluation. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous d4 unique identifier (UDI) #: (B)(6). Corrected d4 unique identifier (UDI) #: (B)(6).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1i event site telephone: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 30th november 2023 getinge became aware of an issue with one of our accessories - 100925a0 - universal remote control. As it was stated, the screen of the remote control suddenly went black and then turned on again after a while. The error was noticed before the patient was taken over. The issue led to a delay of 5 minutes. On 18th december 2023, additional information was received. It was confirmed that the patient was already anesthetized for laparoscopic biliary surgery when the issue occurred. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.